Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported one of the patient's leads had migrated. Two additional leads were implanted on (B)(6) 2019 and the migrated lead was disconnected and left in the epidural space due to being tangled with the patient's other lead. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.